Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had failed. A field service engineer (fse) reported that drawer 4.1 on the auxiliary unit was not detected on the system bus, and after logging into the administrator mode and opening diagnostics, all pockets appeared greyed out. The fse then shut down the station, opened the rear panel and the back section of drawer 4, disconnected and reconnected the row board cable from the drawer controller board, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 failure occurred.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.